Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found a device with the same part number. The anchor and sutures have not been deployed. The anchor is fractured on the distal end. A visual inspection of the returned device found that it was not returned in its original packaging. The packaging the device was returned, aligning it with the lot in the complaint. The device has been deployed, and there is a crack in the body of the anchor. The threads are deformed from use, and there is debris in the anchor. One of the prongs on the distal end of the shaft is bent, and there is debris on the shaft. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair, the twinfix anchor was fractured. The procedure was successfully completed without significant delay using a back-up device. The back-up device was used in the original bone hole. The broken device was removed with tweezers. No patient injury or other complications were reported.